Manufacturer narrative:
During evaluation of the device by resmed, the astral device displayed a battery communication error. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communication error during evaluation. There was no patient harm or serious injury reported as a result of this incident.